Manufacturer narrative:
The cartridge has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 400mg/dl with nausea and vomiting. The reporter stated that the patient's bg was treated with an insulin injections and the patient's bg dropped to around 300mg/dl. The patient reportedly remained on the pump. The reporter stated that the issue was due to a loss of prime warning, however the reporter noted the warning had only occurred once with one cartridge. There was no indication or allegation of a product malfunction. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 400mg/dl with nausea and vomiting a few hours after the prime steps were completed due to a site change. The reporter stated that the patient's bg was treated with an insulin injections and the patient's bg dropped to around 300mg/dl. The patient reportedly remained on the pump. The reporter stated that after the patient's bg elevated, the user checked the prime and fill cannula boxes and noted that they were not shaded in, making it appear as if those steps had not been completed. The reporter denied receiving a "loss of prime" warning. During troubleshooting the reporter walked through completing the prime steps and all boxes were shaded in appropriately. The issue was resolved with troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error.

Manufacturer narrative:
Follow-up #2 date of submission 10/11/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2016 with the following findings: a review of the available black box data showed one loss of prime warning on (B)(6) 2016 at 22:23. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Additional testing could not be completed due to moisture damage which prevented the investigator from navigating past the verify screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).